Event description:
It has been reported to philips that system fluoroscopy was not functioning. No harm was reported to philips. A philips service engineer inspected the system on site. It was identified that there was an issue with the lan cable between the fdc (flat detector controller) and the ippc (image processing pc). The lan cable has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in cardiac diagnostic procedure when the issue occurred, and the procedure was completed by moving the patient to another cath lab. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy failed. Analysis of the system log file showed that the communication between fd controller and ippc failed. During troubleshooting, the fse found that there was an issue in lan cable connected between fdc and ippc. The fse replaced the lan cable from spare. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.